Event description:
It was reported that the device said "error" during pt treatment and the pump stopped. Customer powered down and back up again. System worked. Transported pt in hospital on battery power. Same thing happened again. Customer then powered down and back up again. Customer is currently using the same rotaflow. (B)(4).